Manufacturer narrative:
See med watch 2032227-2014-44004 this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had five bent cannulas in two days. Her blood glucose was 410mg/dl at the time of reporting. Troubleshooting was performed to ensure the customer was inserting the cannulas in the right areas of her body, which she stated she was. She was requested to send back the damaged cannulas for analysis. No equipment was returned. No additional information was reported.